Event description:
The product was used during a laparoscopic nissen procedure. Reportedly, the instrument broke. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.